Event description:
It was reported that the patient was seen in clinic and the atrial lead exhibited noise. No intervention was reported and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.